Manufacturer narrative:
On 21-dec-2021, mentor received additional information regarding the patient¿s symptoms. The patient suffered several unexplained systemic symptoms, including unspecified pain, fatigue, and anxiety. The root cause of the patient¿s symptoms is unclear. The relevant field has been updated. H6 health effect - clinical code e2402: generalized illness. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jan-2022, it was found that information regarding the contralateral side was omitted from the previous report. Manufacturer's reference number: (B)(4).the report regarding the contralateral side was submitted to the FDA via manufacturer report number: 1645337-2020-07398.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced left-sided grade ii capsular contracture postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo removal without replacement on (B)(6) 2022. The event date was estimated as (B)(6) 2020 based on available information.